Manufacturer narrative:
The manufacturing process record was evaluated. No non-conformances/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; and found to include adequate instructions for use, warnings and operational errors. No deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported four (4) suction loss (after laser fired) with the patient interface (pi) on five (5) laser treatments. There is no patient injury reported. Follow-up indicated that suction loss happened during the procedure while the laser was firing; however, a defected pi could not be verified.

Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: manufacturing date is 8/15/2013. All pertinent information available to abbott medical optics has been submitted.